Manufacturer narrative:
Section a2, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- device code(s): the code 3191 is being used to report a possible unspecified issue with the product. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was completely inserted into the patient¿s eye. A problem was noticed after the iol was implanted. The iol was removed and replaced with the same model. The customer does not specifically remember the reason given by the doctor for the removal. They don¿t have any specific information on the dates. Reportedly, this information/serial number had been communicated a long time ago to the previous jnj consultant. However, there was no documentation of this report in jnj's database. Several follow-ups were performed but the customer did not provide clarification. Apr 18, 2024, is the earliest awareness date documented. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: (B)(6) 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the lens was evaluated under magnification. The uncleaned lens presented with a haptic detached/cut in the middle of the haptic. The lens was cleaned and another portion of the lens was torn from the lens. The lens presented with cosmetic damage/dimples to the optic body. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.